Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During support, a semi-firm softball size hematoma developed with some oozing around the repositioning sheath in the impella groin (right femoral artery). Manual pressure was held and the sheath angle was adjusted and re-sutured to manage the oozing/hematoma. Support was continued following the intervention and the patient is stable.

Manufacturer narrative:
Section a, b.7, d.6a and d.6b, e.1 name prefix/title, first name and last name are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be most likely use issue because the bleeding was resolved by sheath angle adjustment, re-suturing and applying manual pressure at the site.